Event description:
A recent download from a (B) (6) male patient revealed several "abnormal shutdown" fault flags. Support contacted the patient and sent the patient a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. So how the memory had become corrupt. The monitor was reprogrammed and retested and the abnormal shutdowns could not be repeated. The monitor was retested and restocked. The root cause of the memory corruption is unknown, but is likely random component failure. No adverse event resulted from the memory corruption. The patient received a replacement monitor.